Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 27-apr-2030, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the ins battery was at the end of its life extremely early. There were high impedance on 0, 1 ,2, 3, 5, 8, 10 and poor connectivity on pads 0 and 6. The impedances were greater than 28,000 ohms. The various impedance and connectivity tests with the test ins, it was preferred to replace the ins. Once the ins was disconnected from the electrode, it was observed that the tip of the electrode had blackened and was damaged, it was preferred to replace electrode too. Issue was resolved.